Event description:
Caller reported a cartridge alarm labeled as 20. There was no adverse impact to the customer¿s blood glucose level. The customer continued using the current pump for insulin delivery, while technical support arranged for a replacement pump to be sent. The customer was instructed on necessary actions for returning the problematic pump, including placing it in storage mode and using a pre-paid return label.